Event description:
Per independent repair center statement the unit is alarming or red light. The key failure was the valve operator for the 4-way valve not shifting. Additional malfunctions include the power switch was causing the alarm to be not audible, and the o2 outlet was cracked.